Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon was attempting to do matching grip on the surgeon side console 1 (ssc1) with the universal surgical manipulator 3 (usm3) and universal surgical manipulator 4 (usm4) associated with the master tool manipulator right (mtmr) but it was not responsive frequently. The customer received phone assistance from the technical service engineer (tse). Tse advised the customer to utilize the surgeon side console 2 (ssc2). The reported complaint was resolved after moving the surgical procedure to the ssc2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. In logs, the mtm2 was found to indicate auto calibration issues along the gimbal, confirming the fault occurred in the field. The mtm2 was installed onto an in-house system where the auto calibration was triggered indicating fault on the gimbal, replicating the reported event. The mtm2 was then installed onto a patient side cart fixture test platform (pftp) where calibration was found to be failing on grip auto calibration. Once testing was completed, gimbal handle was aba (applied behavior analysis) tested and was verified that the grip inner and outer springs to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the grip inner and outer springs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient information was not provided.

Event description:
Refer to h11 for follow-up information.